Manufacturer narrative:
Investigation: evaluation: one used/opened cook silicone balloon hysterosalpingography injection catheter was received for evaluation. A second unused/unopened cook silicone balloon hysterosalpingography injection catheter was also received. Visual inspection of the opened device under magnification sound a split in the distal bond of the balloon. The unopened device was functionally tested and functioned to specification. This complaint is confirmed based on the customer's testimony and the returned used device. Based on the provided information a definitive root cause may be related to product use and not following instructions. Measures have been initiated to address this failure mode. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances during the manufacturing process that would have caused or contributed to the reported product issue. A review of complaint history for this product/lot number combination revealed there is one similar complaint. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported that during a hysterosonography procedure, the balloon catheter burst. The catheter was replaced with another balloon from the same lot with the same outcome. Information was provided that a section of the device did not remain inside the patient¿s body and the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.